Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d10 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report #: 2300170000-2019-8015. The event description states: "approximately 2 month ago, we were placing a 5fr pinnacle after using a micro puncture for groin access. We had fed the wire from the pinnacle through the introducer of the micro puncture which appeared to go just fine. Upon feeding the sheath over the wire, it was observed that the sheath would not advance. Sheath was removed and wire appeared to be stuck to the subcutaneous tissue. Dr. Attempted to remove the wire, realizing that it was stuck and not budging he called another doctor to assist. The doctor was successful in removing the wire all in one piece. Visualizing the wire post removal there are two kinks. This happened during the original intended procedure of a diagnostic cerebral angiogram". Additional information was received on 04sept2019. The patient was discharged.